Manufacturer narrative:
E.4 initial reporter phone # (B)(6). E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ automated microbiology system that there was misidentification. The following information was provided by the initial reporter: (B)(6). The case process was reviewed until the correct identification is confirmed with a new assembly in the phoenix equipment or the manual test (coagulasa) does not release the result. The engineering team was requested to clean optical equipment due to soot entering the laboratory near the main avenue where there is a lot of traffic. Epidermis was identified in a panel and an aureus was seen in the culture medium.

Event description:
It was reported that while using the bd phoenix¿ automated microbiology system that there was misidentification. The following information was provided by the initial reporter: (B)(6): (B)(6)2023-14:03:08 (gmt) the case process was reviewed until the correct identification is confirmed with a new assembly in the phoenix equipment or the manual test (coagulasa) does not release the result. The engineering team was requested to clean optical equipment due to soot entering the laboratory near the main avenue where there is a lot of traffic. Epidermis was identified in a panel and an aureus was seen in the culture medium.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00811 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.